Manufacturer narrative:
Reported event:  an event regarding disassociation, wear involving an accolade stem that was mated with a lfit v40 cocr head was reported. The event was not confirmed. Method & results:  -device evaluation and results: not performed as product was not returned. -clinician review: no medical records were received for review with a clinical consultant.   -device history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The head was found to be dissociated from the stem. Intra-operatively, black tissue was noted. An accolade tmzf stem, 40 +4 lfit v40 head, and a liner were revised to a restoration modular stem construct, cocr head, mdm/ adm insert, and mdm metal liner.

Manufacturer narrative:
Accolade stem was mated with a unknown lfit v40 cocr head. The cocr head has been identified to be within scope of lot specific voluntary recall initiated for the lfit v40 cocr heads. Reported event:  the reported unknown accolade stem was mated with a unknown lfit v40 cocr head. The cocr head has been identified to be within scope of nc initiated for the lfit v40 cocr heads within scope of a CAPA. Method & results:  device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant.   Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.   Product surveillance will continue to monitor for trends.    Corrective action/preventive action:  no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The head was found to be dissociated from the stem. Intra-operatively, black tissue was noted. An accolade tmzf stem, 40 +4 lfit v40 head, and a liner were revised to a restoration modular stem construct, cocr head, mdm/adm insert, and mdm metal liner.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised after patient complaint of pain. The head was found to be dissociated from the stem. Intra-operatively, black tissue was noted. An accolade tmzf stem, 40 +4 lfit v40 head, and a liner were revised to a restoration modular stem construct, cocr head, mdm/ adm insert, and mdm metal liner.